Event description:
It was reported that air bubbles were observed within the infusion set tubing during insulin delivery. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 500 mg/dL.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.